Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 623-00-36h, trident 0° x3 insert 36mm ID, lot code: unknown, cat. No.: 6280-0-436 pca 36mm femoral head +15mm offset, lot code: unknown, cat. No.: unk, 6.5x screws, lot code: unknown. At this time, it cannot be determined if these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
Unstable/loose implants. Right hip revision.